Event description:
Rptr's breast have become very painfull. Seems to be getting worse. Pain is causing sleeplessness and great anxiety. In last 5 yrs rptr has had bronchitis and pneumonia 3 times. Numerous bladder infections and vaginal infection. She has become allergic to pce disperstabs and ceclor. Has skin problems on hands and feet, and general aches and pains.